Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The coil did not return. Just returned the pusher wire. The pusher wire was severely kinked along the wire and broken at the distal end. Microscopic inspection was performed on pusher wire. The proximal end has a smooth surface. The interlocking arm was inspected, and no damages were found. Dimensional inspection on the pusher wire revealed that the distal solder joint outer dimention (o.d), mid solder joint o.d., distal tfe o.d., proximal tfe o.d. Were within specification. The length of the pusher wire is 175cm the wire was broken at 137.16 cm but return complete (both parts both parts added gave us the 175cm).

Event description:
Reportable based on device analysis completed on 11aug2021. It was reported that coil was stuck inside the microcatheter. The target lesion was located in the varicocele area. A 14mm x 50cm interlock coil was selected for use. During the preparation, the coil got stuck inside the microcatheter. Flushing was performed continuously prior to removing the entire catheter assembly. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure. However, the device analysis revealed a broken pusher wire at the proximal end. It was further reported that the pusher wire was severely kinked along the wire and was broken 137.16 cm at the distal end.